Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the buttons on the insulin pump were not working. Customer removed the battery and inserted a new one however there was no response from the keypad. Customer's blood glucose reading was noted to be 266 mg/dl. Advised customer to revert to a back up plan and the device will be returned for analysis